Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Correction: date should have been (B)(6) 2017 on initial report. Device evaluation: the power supply assembly was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No error logs were recorded in the diagnostic logs during testing. No fault was found with the returned power supply assembly. If information is provided in the future, a supplemental report will be issued.